Event description:
During open heart procedure, patient rhythm was ventricular fibrillation (vfib). Physician attempted to shock patient, but internal paddles did not discharge. Tried external paddles at 100j, but did not take patient out of vfib. Opened another set of internal paddles, delivered shock, and brought patient back to sinus rhythm.